Manufacturer narrative:
Based on the claim against the product by the customer noting error 297 occurred, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc (isi)technical support engineer (tse) was contacted for troubleshooting assistance. Tse checked the logs that were showing repeated non-recoverable fault 297 pointing to auxiliary video board (avp)3. Tse connected to system to disable avp3 node, but when user restarted system in normal mode there was non-recoverable fault 40019. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse reprogramed the system using back door method following dvkb 10360. No part replacement was needed. The system was tested and verified as ready for use. The complaint regarding error 297 was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: it was reported that the procedure was converted to open due to non-recoverable faults. While there was no harm or injury to the patient, the conversion could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, system generated a non-recoverable fault 297. Prior to calling tech support the customer tried to restart system several times without success. The error kept on triggering. Surgeon decided to convert to open surgery. Technical support engineer (tse) checked the logs that were showing repeated non-recoverable fault 297 pointing to auxiliary video board (avp)3. Tse connected to system to disable avp3 node, but when user restarted system in normal mode there was non-recoverable fault 40019, that may indicate that the modification in download app did not go well. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the clinical sales representative (csr) and obtained the following additional information: the surgery was not performed with a robotic approach because the failure was not recovered before surgery started. Therefore, it was decided that the safest approach for the patient, since it was a complex case in which the robot could help, was open surgery.